Event description:
As reported, during an inguinal hernia repair procedure, the or staff noticed a hole in the 3dmax mid mesh. It was reported that the mesh was not used, and another mesh was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure the 3dmax mid mesh was noted to have a hole in it. Evaluation of the returned sample finds for a hole in the mesh as reported and multiple tears in the edge seal of the mesh. In the areas of damage, it appears that the mesh had been pulled on and stretched. Based on sample evaluation, the found condition of the sample most likely occurred from forces applied during attempted use. No manufacturing anomalies were found. Review of manufacturing records confirms the product was made to specification. To date, this is the only complaint for the reported lot of 1,032 units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.